Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient developed a driveline infection which progressed to bacteremia. The patient was being treated with antibiotics. It was reported that the patient had also developed signs and symptoms of suspected thrombus with a lactate dehydrogenase level greater than 1000 u/l. It was reported that comfort care was initiated on (B)(6) 2015 and the patient expired on (B)(6) 2015. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Device thrombosis, hemolysis, and infection are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.